Event description:
Customer reportedly obtained results of 108 mg/dl and 220 mg/dl on the advantage system within 10 mins. Customer drank a soda in response to symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.